Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken door; this condition had the potential to interrupt delivery. This condition was found upon power up in the intensive care unit. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of " door broken" was confirmed. The cause was due to damaged pumphead door latch area. The pumphead door and occlusion detectors were replaced in order to fix the reported problem.a follow-up report will be filed if any additional details become available.